Event description:
According to the literature, a study analyzed 400 consecutive patients who underwent robotic pancreaticoduodenectomy between 2012 and 2023. The hepaticojejunostomy was constructed in one layer with running non-absorbable 3-0 size barbed sutures. The pancreaticojejunostomy was constructed in two layers; an inner duct-to-mucosa layer with another non-absorbable, interrupted 4-0 size barbed sutures, and an outer pancreatic substance-to-jejunal seromuscularis, with non-absorbable running barbed sutures. The ligament of treitz was reconstructed with interrupted non-absorbable 3¿0 barbed sutures, and a duodenojejunostomy was constructed in one layer with non-absorbable running 3¿0 barbed sutures. Postoperative complications included: pancreaticojejunostomy leak, hepaticojejunostomy leak and deep surgical site infection. Wound vac was required to treat deep surgical site infection.  There were four patients with pancreaticojejunostomy leak and on patient with hepaticojejunostomy leak that all developed severe sepsis and resulted in death.

Manufacturer narrative:
D10 concomitant products: unknown-vloc, unknown vloc product, (lot #unknown) unknown-vloc, unknown vloc product, (lot #unknown) unknown-vloc, unknown vloc product, (lot #unknown) author: moran slavin · sharona b. Ross · iswanto sucandy · sneha saravanan · kaitlyn l. Crespo · cameron c. Syblis ·michael s. Trotto · alexander s. Rosemurgy title: unplanned conversions of robotic pancreaticoduodenectomy: short-term outcomes and suggested stepwise approach for a safe conversion source: https://doi.org/10.1007/s00464-023-10527-7 publication date: 12 october 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.